Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 150 mg/dl. The customer stated drive support cap appear normal. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.